Manufacturer narrative:
Manufacturing site evaluation: conclusion information: an investigation was not possible because no product was sent for investigation. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the pediatric burrhole reservoir, since this documentation indicates that the valve is in perfect condition. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis. Further actions: additional actions will be implemented in form of a authorities notification.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a paedi bohrlochreservoir (#fv039t) was implanted during a procedure performed on (B)(4) 2021. According to the complainant, the shunt showed a under-drainage and blockage. The patient underwent a revision procedure performed on (B)(4) 2023. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years, 6 months, weight: 10.4 kilograms, height: 82.7 centimeters, gender: male, same event as # 3004721439-2023-00311, and # 3004721439-2023-00313.